Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having revision surgery for replacement of the broken rod for the growth rod placement case. It was reported that the rod was broken post operatively. Original surgery was done on (B)(6) 2022. A revision surgery was performed to replace the broken rod. Product explanted and will be returned for evaluation.  There were no further complications reported regarding the event. Additional information received from manufacturer representative that the procedure was placing growth rod for deformity case of 8yrs old child.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G1: manufacturer's details updated. H3: product analysis # (B)(6) :1553200500 lot # 0950886w visual and optical inspection revealed the rods were returned bent and broken. Optical inspection revealed multiple surface scratches and indentions from the tightening of the set screw when placed in the head/tulip of the screw. Microscopic inspection revealed partial brittle surfaces and smearing throughout the fracture surface along with some faint fatigue striations throughout the fracture surface. This type of damage is consistent with cyclic fatigue followed by overload once the fatigue had weakened the material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.